Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, foreign source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that during the implant of a spinal cord stimulator (scs) system, electrode 1 and 2 showed to have low impedance value. After the implant was done 2 additional electrodes 5 and 6 showed low impedance.